Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation and "valve delaminated from shell" . This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported, deflation and "valve delaminated from shell". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening and white particles inside the device. Leak test was performed, and found opening on anterior. A microscopic analysis was performed which identify, a sharp in the valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on valve bond edge assessed, as an unidentified (tear) opening.